Event description:
A 2.5 x 18mm cypher stent was implanted at the proximal end of the mid left anterior descending branch and then a 2.5 x 23mm cypher stent was delivered distal to the first cypher for direct stenting without friction. When the second cypher was inflated, at approximately 14 atms, contrast medium leakage was observed under coronary angiography and a balloon rupture was confirmed. Stent apposition was sufficient and post-dilation was not conducted. The procedure was successfully completed. There was no pt injury reported. The physician did not indicate any anomalies prior to use. The pt had 75% stenosed, slightly calcified lesion in the mid left anterior descending branch. The vessel was moderately tortuous.

Manufacturer narrative:
This (B)(4) cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The product is expected to be returned for add'l testing. Add'l info will be submitted upon 30 days of receipt.